Event description:
The event is reported as: alleged issue: the catheter was inserted into pt and after a few minutes, it leaked. When the staff checked out the leaking, they found that the catheter had broken from the tubing at the y connector. No reported pt injury. Pt condition reported as fine.

Manufacturer narrative:
Sample has not been received by MFR in time for this report.